Event description:
Analysis on the lead was approved. Note that a complete evaluation could not be performed on the entire lead product as electrodes were not returned. Set screw marks were observed on the connector pin, indicating proper mechanical contact between the generator and connector pin. Continuity measurements were taken verifying an electrical and mechanical contact between the generator and connector pins. No discontinuities were identified. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. There was no evidence to suggest an anomaly with the returned portions of the device. Analysis on the generator was also approved. Proper functionality of the generator was verified. Visual examination of the generator found markings consistent with device typically used in surgical procedures. No other surface abnormalities were noted on the device. Both interrogation and system diagnostic tests were performed successfully. Diagnostics performed indicated ok communication, and impedances and current delivered as expected. The device output signal was monitored for more than 24 hours in a simulated body temperature environment. The generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The battery was at an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator. The generator performed according to functional specification. No further relevant information has been received to date.

Event description:
Clinic notes were received indicating that a patient was experiencing more frequent and severe episodes of staring spells and it was believed that a generator replacement would help. It was noted that the device was not near end of service. There were no noted malfunctions or anomalies with the device. The patient had a full revision surgery which was indicated to be prophylactic. No explanted device has been received to date. No additional relevant information has been received to date.

Event description:
The explanted devices were returned for analysis. Analysis has not been completed to date. No further relevant information has been received to date.